Manufacturer narrative:
Product analysis identified damage to the transition tube as well as significant twisting that may have affected infusion.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving dilaudid 10 mg/ml at 0.006 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported that a catheter revision occurred on (B)(6) 2016 due to it being damaged from the pump flipping which began in (B)(6) 2016. The patient was able to demonstrate manual flipping of pump at the time of the catheter revision. The cause of the flipped pump was unknown. The revision was reported to be successful. No medical symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.